Manufacturer narrative:
The medical records related to this reported event were provided by the user facility and reviewed by the post market clinical staff and physician. The pt developed fever, chills and nausea during dialysis treatment. The pt discontinued treatment with one hour remaining. Emergency medical services (ems) was called and transported the pt to the hosp. The pt presented at the emergency department with flu-like symptoms. The pt states that the onset of the symptoms began one day prior. The pt's vital signs were as follows: bp 124/48, pulse 107, r20, pulse ox - 100% ra, temp 101.5. The pt's diagnosis was fever and upper respiratory infection / cold. The pt was given tylenol es 1000 mg and placed on antibiotics. Pt was discharged to home: the vital signs on discharge were bp 160/71, pulse 92, respiration 20, sao2 99, temp 99.1. Based on the medical records provided, the pt's experience does not appear related to the device. Currently, a mfg review is still on-going. A supplemental report will be submitted when the plant investigation is complete. See related MDR #'s 1713747-2013-99911, 8030665-2013-00371, 1713747-2013-00184, 2937457-2013-00080, 3005162618-2013-00012.

Event description:
Ref# uf-(B)(4).